Event description:
A malfunction identified as "malf 12" was reported by the customer, and the reset code was provided with assistance to reset the pump. There was no reported impact on the customer's blood glucose level as the specific value was unknown or declined. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue arises again.